Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the orthopedic journal of sports medicine titled ¿outcomes after anatomic labral repair with all-suture knotless tensionable anchors in primary hip arthroscopic surgery: a prospective analysis of 200 consecutive patients¿. The study reviewed two hundred (200) patients who underwent hip procedures using arthrex fibertak devices. Eight (8) patients were documented to have had femoroacetabular instability resulting in a revision during the twenty-four (24) month follow-up period. Ref: maldonado, d. R., et al. (2025). "Outcomes after anatomic labral repair with all-suture knotless tensionable anchors in primary hip arthroscopic surgery: a prospective analysis of 200 consecutive patients." Orthop j sports med 13(5): 23259671251326447.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.